Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/23/2023. An investigation was conducted on 07/05/2023. Only the btt, syringe, and endoscope tip were returned. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the btt. No visual defects were observed on the btt. A mechanical evaluation was conducted. The btt was able to be inflated. No visual or physical defects were observed on the silicone of the btt. A 5cc syringe filled with saline was attached to the co2 line on the btt. The syringe was depressed to spray the saline. There was no backflow observed in the co2 line. Based on the returned condition of the device and investigation results, the reported failure "infusion or flow problem" was not confirmed. The lot#: 3000250496 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the vasoview 7 xb bisector (us), access port for co2 was blocked. It was discovered when hooking up to the co2. No sign of physical damage or degradation on the co2 access port was reported. They took the hand piece, and found out is also had co2 tubing. The device was not re-sterilized prior to this incident. A new device was used. No patient harmed reported.